Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 376 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The insulin pump was unable to verify compromised force sensor system alarms due to motor error alarms. The device was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.